Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right ventricular lead relayed one episode of nonsustained right ventricular oversensing and was also undersensing. No programming changes were made.